Event description:
Customer reportedly rec'd results of 345 mg/dl and 142 mg/dl within 10 minutes on the compact plus system. No action taken based on device results. No quality controls used. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.